Event description:
The customer reported that the touch screen on the ventilator user interface module is not responding and is freezing-up. They tried to recalibrate the touchscreen, but they were not able to carry out the touchscreen calibration.

Manufacturer narrative:
Carefusion failure analysis will evaluate the alleged defective components if they are received by the MFR.